Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported storing pump inside the pocket. System check was performed with tandem technical support. Customer changed pump supplies to address the issue. Customer's blood glucose was in 100-125 mg/dl range.